Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received three inappropriate shock therapies due to lead noise. The lead was capped and replaced for fracture during an elective generator changeout. The patient condition is stable.